Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that a migration and endoleak was noted approximately 9 months post index procedure. 6 heli-fx endoanchors were implanted as treatment. The intervention was successful, with no endoleak noted at the end of the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was confirmed that no endoleak was observed in this patient, only minimal migration of the stent graft which was deemed to be related to a short proximal landing/sealing zone 10mm). It was noted that the patients aneurysm was ruptured on initial presentation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.